Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for fill and drain complications. Treatment was discontinued. When removing the cassette fluid was found to be leaking from the cassette. The patient contact also reported that fluid had been found around the heater bag but the source of the fluid could not be determined. During follow up the patient's nurse reported that the patient did not require any medical intervention or antibiotics for the leak event.